Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s))"), embedded device ("migration & expulsion of the essure into the uterine wall"), device expulsion ("migration & expulsion of the essure into the uterine wall/expulsion of essure device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tubes not blocked by essure (failure to occlude (close) fallopian tube(s)" in 2012 and device difficult to use "difficulty placing 1 coil". The patient's past medical history included depression, anxiety, gravida ii and parity 2 ((B)(6) 1996 and (B)(6) 2003). Previously administered products included for birth control: depo provera from 1996 to 2012. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/menstrual, which was every other week and lasted 2 weeks, with severe bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection (bladder/urinary tract/vaginal)- utis"), nausea ("nausea") and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), weight increased ("weight gain/loss - gain") and weight decreased ("weight gain/loss - gain"). The patient was treated with surgery (in 2012, one coil was removed during tubal ligation and another coil removed during hysterectomy), surgery (in 2012, one coil was removed during tubal ligation and another coil removed during hysterectomy), surgery (in 2012, one coil was removed during tubal ligation and another coil removed during hysterectomy) and surgery (in 2012, one coil was removed during tubal ligation and another coil removed during hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, urinary tract infection, nausea, depression, anxiety, weight increased and weight decreased had resolved. The reporter considered anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in 2012, one of the coils was removed during a tubal ligation and another coil was removed during hysterectomy in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. In 2012, essure confirmation test was done with the help of scan and dye test the essure coils were not in her tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- perforation (fallopian tube (s)), migration and expulsion of the essure into the uterine wall, device breakage, abnormal bleeding (general), physical pain/pain, abnormal bleeding (vaginal, menorrhagia), menorrhagia/menstrual, which was every other week and lasted 2 weeks, with severe bleeding, bladder or urinary problems or changes, fallopian tubes not blocked by essure (failure to occlude (close) fallopian tube(s), dysmenorrhea (cramping), fatigue, urinary tract infection (bladder/urinary tract/vaginal)- utis, nausea, depression, anxiety, weight gain/loss ¿ gain, severe and persistent lower abdomen, pain seemed to hurt more on one side,. It wasn't severe every day, mostly during menstrual, which was every other week and lasted 2 weeks, with severe bleeding and difficulty placing 1 coil pain was updated to pelvic pain and was added as symptom of fallopian tube perforation. Historical condition, historical drug, concomitant condition, concomitant drug, lab data and treat incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s))"), embedded device ("migration & expulsion of the essure into the uterine wall"), device expulsion ("migration & expulsion of the essure into the uterine wall/expulsion of essure device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tubes not blocked by essure (failure to occlude (close) fallopian tube(s)" in 2012 and device difficult to use "difficulty placing 1 coil". The patient's past medical history included depression, anxiety, gravida ii and parity 2 ((B)(6) 1996 and (B)(6) 2003). Previously administered products included for birth control: depo provera from 1996 to 2012. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymenorrhagia ("menorrhagia/menstrual, which was every other week and lasted 2 weeks, with severe bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection (bladder/urinary tract/vaginal)- utis"), nausea ("nausea") and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), weight increased ("weight gain/loss - gain"), weight decreased ("weight gain/loss - gain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (in 2012, one coil was removed during tubal ligation and another coil removed during hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, device breakage, genital haemorrhage, menorrhagia, polymenorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, urinary tract infection, nausea, depression, anxiety, weight increased, weight decreased and vaginal haemorrhage had resolved. The reporter considered anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, polymenorrhagia, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in 2012, one of the coils was removed during a tubal ligation and another coil was removed during hysterectomy in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. In 2012, essure confirmation test was done with the help of scan and dye test the essure coils were not in her tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs received. Reporter and patient demographics were added. Event vaginal bleeding added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.